Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus the disposable distal attachment cracked in the middle, halfway. The reported issue occurred during a diagnostic esophagogastroduodenoscopy (egd) procedure. The attachment was able to be retrieved using a roth net. The procedure was subsequently completed with an unspecified device/component. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Upon further review, the event has been re-assessed as a serious injury. As a result, the following fields were corrected: b1, b2, h1 and h6. Investigation results are as follows, with updates to h6: the subject device was not returned despite multiple attempts to retrieve it and gather additional information. Therefore, the failure could not be confirmed. The subject device was manufactured on may, 2023 based on the provided 3 digit lot information "35k". The reported event is a known phenomenon, and it is possible to infer its cause from the results of similar investigation. Therefore, it was decided that performing an investigation by using the device with the same structure or similar device was unnecessary. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. This instruction manual contains the following information (drawing no. Gk7705, revision no.10): use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. If you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. Based on the event description, it can be inferred that the subject product fell into the patient¿s body due to crack of the product. Based on similar investigation results in the past, it can be inferred that an excessive force was applied to the subject product when the subject product was attached to an endoscope. This might have caused the product to crack. However, the root cause of crack could not be conclusively identified.